Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no visible change in the lead position on the chest x-ray. Patient was scheduled for lead revision. Ts discussed possible microdislodgement and troubleshooting at revision. To date, the lead remains in service. No adverse patient effects were reported. Ai indicated that this rv lead was revised successfully and that the same lead was used. This lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. There was no visible change in the lead position on the chest x-ray. Patient was scheduled for lead revision. Ts discussed possible microdislodgement and troubleshooting at revision. To date, the lead remains in service. No adverse patient effects were reported.